Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
S. Smajda, g. Ciccio, r. Fahed, t. Robert, d. Botta, h. Redjem, j. Desilles, m. Mazighi, k. Zuber, s. Escalard, h. Baharvahdat, r. Blanc, d. Chauvet, m. Philibert, s. Chokron, mi. Piotin; neurosurgery; 2020; 0:1-9; visual field defect before and after endovascular treatment of occipital arteriovenous malformations; doi:10.1093/neuros/nyaa280. Literature was reviewed regarding: "visual field defect before and after endovascular treatment of occipital arteriovenous malformations." The objective of the study is "to report our single-center experience with occipital avms, most of which were treated endovascularly, with a special interest for postoperative visual impairment." The time frame of this study was: from 1997 to 2018. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx embolization. Deaths occurred in the study population. The mortality rate after endovascular treatment (evt) was 2.5%, with 2 patients experiencing fatal hemorrhagic complications. The causes of death were: hemorrhagic complications: 2 deaths. Among patient adverse events included: total number of procedures and complications: 207 endovascular procedures were performed in 80 patients, with a total of 39 complications, representing an 18.8% complication rate. Ruptured avms: 12 complications among 57 procedures, including 4 intracranial hemorrhages, 5 asymptomatic complications, 3 transient neurological deficits, and 4 permanent neurological deficits (3 visual field defects - vfd). Unruptured avms: 27 complications among 150 procedures, including 9 intracranial hemorrhages, 4 asymptomatic complications, 5 transient neurological deficits (all vfds), 16 permanent neurological deficits (all vfds), and 2 fatal hemorrhagic complications. Overall: the mortality rate post-evt was 2.5% (2 patients), and 3 patients (3.7%) experienced post-evt complications leading to permanent morbidity. No further information was provided pertaining to medtronic products.